Event description:
It was reported that there is atrial oversensing and the physician is wondering what the cause is. There were strange signals on the atrial electrogram during the interrogation. The physician feels there may be some unnecessary atrial preference pacing going on in reaction to these extra (over) senses. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there is atrial oversensing and the physician is wondering what the cause is. There were strange signals on the atrial electrogram during the interrogation and they were able to have the patient perform isometric exercises and save the strips. The physician feels there may be some unnecessary atrial preference pacing going on in reaction to these extra (over) senses. The device and atrial lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the lead continued to have oversensing and noise. The lead has a suspected insulation breach or issue and it also may have led to the patient receiving inappropriate therapy per the caller. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the implanted device was removed and replaced.